Event description:
It was reported that the caller experienced recurring occlusion alarms, specifically alarm 2 and alarm 26, with a pattern of daily occurrences during bolus delivery when the app was not actively used. There was no adverse impact on the customer's blood glucose level, as neither a high reading nor a level exceeding 500 mg/dl was noted. To resolve the issue, the customer changed the infusion set and cartridge and continued using the current pump. Technical support educated the caller about the limits of cartridge usage and arranged for a replacement pump due to ongoing occlusion issues. The customer agreed to receive further guidance while awaiting the new pump, which was approved by clinical support after completing all troubleshooting steps.